Event description:
Per the clinic, the patient developed an erosion of the skin flap and subsequent device extrusion requiring surgery to resolve the issue.the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.